Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia procedure, on use of the device, the balloon physically broke and the sheath disengaged. The sleeve of the balloon fell into the patient cavity and had to be retrieved. They used another device to resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device was received by pmv however since receipt it was misplaced and is now lost. Functional evaluations are precluded because the device has been lost. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.